Event description:
An article titled "the therapeutic dilemma of vagus nerve stimulator-induced sleep disordered breathing" was received for review on (B)(6) 2016. The author stated that a patient with obstructive sleep apnea experienced airflow limitation and mild tachypnea correlating with vns stimulation and sao2 desaturation during only some vns stimulation events. The patient's vns settings at that time were output current = 2.25ma /frequency = 30hz / pulse width = 250microsec / on time = 30sec / off time = 3min, and the majority of the patient's respiratory events were not associated with vns stimulation. The patient then had a tonsillectomy/adenoidectomy and lost weight, which improved the patient's obstructive sleep apnea to the mild range. However, now the vast majority of the patient's obstructive respiratory events were associated with vns stimulation. Most of the events were associated with a 3% sao2 desaturation and occurred during rem sleep, non-rem sleep, and wakefulness. During non-rem sleep, the patient also had arousals and body movement at the termination of stimulation. However, there was a much lower degree of airflow reduction and no sao2 desaturation during vns stimulation while awake. The patient's vns output current was then serially decreased from 2.25ma to 1.75ma to 1.25ma, and the degree of flow limitation improved with each reduction in output current. The sao2 desaturation and arousals stopped after the output current was below 2.25ma. The patient's output current was then programmed to 0ma, and all respiratory events resolved. However, it was decided to program the patient's device back on to 1.75ma to prevent breakthrough seizures. The output current had to be programmed back on to 2.25ma because the patient started having breakthrough seizures. Since the patient's output current could not be reduced due to breakthrough seizures, the patient was started on CPAP titration. The patient exhibited the same sao2 desaturations and arousals during supine sleep, but they could not be eliminated by CPAP pressures. However, the patient was not compliant with CPAP at home because of the inability to tolerate CPAP pressure. No further relevant information has been received to date.